Event description:
Physician reported a rupture of the device. The affected side is unknown. Device has been explanted.

Manufacturer narrative:
Continued zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two broken in the same edge assessed as an unidentified (tear) opening (shell thickness within spec). Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Ultrasound report shows "suspected damage to the left implant. Reactive lymph nodes in the left armpit of a correct structure, up to 10mm long and hyperechogenic lymph nodes of 28x12mm, 22x10mm, 11x10mm. Birads usg.-1." This relates to the left device.

Event description:
Physician reported a rupture of the device. The affected side is left. Ultrasound report shows "suspected damage to the left implant. Reactive lymph nodes in the left armpit of a correct structure, up to 10mm long and hyperechogenic lymph nodes of 28x12mm, 22x10mm, 11x10mm. Birads usg.-1." This relates to the left device. The device has been explanted.